Event description:
It was reported that the patient had revision of left total hip arthroplasty due to instability.

Manufacturer narrative:
Other devices listed in this report: unknown restoration cone body. Unknown 25 biolox delta head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Device not returned to manufactured.